Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded with voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 or pcb 1. After disconnecting and reconnecting the internal battery connector on j6 or pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted.

Event description:
Information received by medtronic indicated that insulin pump had to replace battery every 2 days and failed battery alarm. No harm requiring medical intervention was reported. Customer stated his blood glucose went up and treated it with bolus and manual injection and his insulin pump was not working properly. The customer was assisted with troubleshooting. The device will be returned for analysis.